Event description:
During baxter's functionality testing, a spectrum pump had door not fully latched alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The door not fully latched alarms were confirmed through baxter's functionality testing, as well as reproduced through further testing. This condition was determined to have been caused by loose link screws. The link screws were replaced.